Event description:
Reporter indicated that lead test of patient's ncp system resulted in high impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The eri (elective replacement indicator) flag was no, indicating that the generator is not nearing end of service. Attempts to obtain additional information have been unsuccessful to date.